Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine procedure, the implantable pulse generator (ipg) failed to pace or capture appropriately. The ipg remains in use. No patient complications have been reported as a result of this event.